Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue resolved itself as the pump began charging without further assistance, using a tandem wall adapter and charging cable, without the need to change supplies or the pump shutting down.